Event description:
It was reported that patient underwent shoulder arthroplasty on an unknown date. Subsequently, a revision procedure has been indicated due to an unknown reason; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay information which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch: current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Event description:
It was reported that the patient underwent shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2001 due to the initial humeral head implanted was too large and the stem was proud. The humeral head and glenoid were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2013 due to an unknown reason. The humeral head and glenoid were removed and replaced. Patient underwent a third revision procedure on (B)(6) 2014 due to infection and rotator cuff deterioration. All components were removed and cement spacer molds were implanted.

Manufacturer narrative:
This follow-up report is being filed to correct information: event description.

Event description:
It was reported that the patient underwent shoulder arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2001 for an unknown reason. The humeral head and glenoid were removed and replaced. Patient underwent a further revision procedure on (B)(6) 2013 due to an unknown reason. The humeral head and glenoid were removed and replaced. Patient underwent a third revision procedure on (B)(6) 2014 due to infection, rotator cuff deterioration, the size of the humeral head implanted was too large and the stem was proud. All components were removed and cement spacer molds were implanted.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.